Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure in 2004. The patient was noted to have experienced a one-centimeter mesh exposure left of the midline at the apex in 2005. A procedure was performed on the same day, to excise the exposed mesh. The event was resolved the following month.

Manufacturer narrative:
Date sent to the FDA: 12/28/2007. (Mesh exposure occurred) -labeled. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.